Event description:
It was reported that the device experienced a power on reset. It was noted the patient had been receiving radiation treatments. The device was reprogrammed to its previous parameters and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation but we did receive performance data collected from the device which revealed that on (B)(6) 2011 the patient alert triggered due to a power on reset with an error of the write to locked ram.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.